Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Two (2) low plasticizer administration sets leaked while in use on a patient. The patient was receiving an infusion of blincyto, a chemotherapeutic medication. The leak was at the "wph" location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.